Event description:
Ous MDR - after an implantation time of 11 months, incorrect detections were observed. A lead defect was suspected. No deterioration in the patient's state of health was reported. The lead was explanted and a new one implanted.

Manufacturer narrative:
Ous MDR.